Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: prematurely deployed stent. Time of malfunction: while backloading onto the guidewire. Symptoms/ae: na. It was reported that while the xpert stent was being backloaded onto the guidewire, the stent became partially deployed by one strut row. Reportedly, there was no pt involvement. Though requested, no additional info was provided.